Event description:
It was reported the patient¿s implantable neurostimulator (ins) wound was infected. It was noted that the ins, leads, and anchors were explanted. It was further noted the cultures were taken and (B)(6) was grown. It was noted the patient had drainage, incisional wound opening, fever, redness, and infection at the device pocket. It was further noted that the diagnosis of infection was 2013 (B)(6) and antibiotic treatment was necessary. Additional information received reported the patient was still on antibiotics, but they were getting better. The reporter stated, the patient would not be re-implanted for at least three more months due to the infection. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported the patient's healthcare professional felt the issue had resolved at this point.